Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was since the pt got their controller it had not been working, when the controller was on its person it read the device but the stimulation would shut off randomly. Pt would turn adaptive stim off and the controller would randomly stick on for it would shut the stimulation off. Pt said the ins would be stuck on vibration mode and set at 10 degress higher than it should be then when they unlock the controller it will drop to 0 for it would after 30 seconds (it was understood pt was talking about the intensity dropping from 10 to 0 in 30 seconds). Pt noted this had been going on since they had implant surgery and pt assumed and noticed it pretty quickly about 1.5 weeks after implanted since pt could not have the ins on the first week. Pt noted their stimulation was also shocking since the moment they had it implanted and had to turn the stimulation really far down before they had a programing session. Pt had a tech assist them on thursday but they messed up the pts programs for it was now in and out. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.